Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2021-04043. All information can be found under that manufacturer report number 1416980-2021-04043. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was unable to disconnect the patient line of the amia automated pd cycler set from the transfer set. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.